Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617- 2025- 00390, 9610617- 2025- 00391, 9610617- 2025- 00393, 9610617- 2025- 00394.

Manufacturer narrative:
Result of investigation: the customer's statement that "the scope had a cloudy and cracked lens" cannot be confirmed. The image is clear and distinct. Foreign particles are visible in the rod lens system, which are attributable to normal use. Furthermore, moisture can be detected in the rod lens system, which is attributable to a leak at the connection point between the eyepiece bridge and the base housing. The leak is possibly due to a manufacturing defect. Despite chemical damage (chemical attack), the distal solder joint is functional and tight. The leak can be attributed to a manufacturing defect. The chemical damage was probably caused by clinical reprocessing. This event is filed under internal complaint ID (B)(4).